Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone17.5. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia on (B)(6) 2026. The patient's blood glucose levels declined to 46 mg/dl while wearing the pod longer than 48 hours. It was reported that the patient had a seizure and an ambulance was called, transporting them to hospital. The patient was unable to remember any treatment provided in the hospital; however, they did note that they consumed juice boxes to combat the low blood glucose levels and underwent a CT scan. The patient could confirm when they were discharged from hospital, however they estimated that they were admitted for ¿a couple of days¿. The customer discarded the pod and had since applied a new pod.